Event description:
Case description: this spontaneous report was received from a mexican physician via a sales representative and concerns a female patient. She was injected with radiesse into the zygomatic and temporal region, on (B)(6) 2025. She was injected with approximately 0.3 ml - 0.5ml into the zygomatic region and 0.2 ml distributed in two vectors into the temporal region. Radiesse (1.5 ml) was diluted with 1.5 ml of saline solution (product preparation issue, off label use of device) and lidocaine, at a 1:1 ratio. The patient had penicillin allergy. Past medication included penicillin. On (B)(6) 2025, 3 days after the radiesse injection, the patient experienced a vascular compression in the right temporal region. On (B)(6) 2025, she was scheduled for a consultation where an ultrasound was performed, observing that there was blood flow in the temporal and supraorbital region. She experienced inflammation, non-burning pain, and pinpoint lesions in the area of the right temporal region. As a corrective measure, 1200 units of hyaluronidase were applied, followed by collagenase, massage in the area, and warm compresses. On (B)(6) 2025, sensitivity and capillary refill were reassessed, confirming blood flow. Phototherapy with high-density diodes was applied for 30 minutes, and 500 mg of aspirin was administered in the office. A prescription was given with levofloxacin 500 mg every 24 hours, tadalafil 20 mg orally every 24 hours, and diclofenac 100 mg orally every 24 hours. She had a follow-up after 24 hours, where improvement in symptoms was observed. On (B)(6) 2025, she reported decreased pain, normal capillary refill was observed, and a reparative cream was provided. Phototherapy sessions were continued. The appearance of a hematoma in the temporal region was identified, so the health care professional decided to perform vigorous massage. Subsequently, on (B)(6) 2025, the patient sent a message indicating constant pain in the temporal region, so the physician scheduled her at the office and performed a direct application of saline solution with hyaluronidase, approximately 1200 units, collagenase, totaling 8 ml infiltrated in the area, along with vigorous massage, warm compresses, oral aspirin 500 mg, oral levofloxacin 500 mg (penicillin allergy), tadalafil 20 mg every 12 hours, diclofenac every 12 hours, and phototherapy treatment with a photoage mask. On (B)(6) 2025, a doppler ultrasound was performed before and after the treatment and showed no signs of obstruction, with consistent blood flow in the area in the temporal and supraorbital region, so the patient was sent home. The physician reported that was going to evaluate the patient every 24 to 48 hours and prescribed a reparative cream for home support. Vascular compression due to vasospasm was suspected, which resolved. The appearance of eschars in the area was expected, and the physician was going to carry out the pertinent treatments. The outcome of the event was reported as resolving.

Manufacturer narrative:
Assessment by merz: the event occurred in compatible local and temporal relationship. Vascular compression (serious) is expected as vascular occlusion based on the current valid mexican instructions for use (IFU) leaflet with radiesse and can occur after treatment with radiesse. The reported inflammation, pain, pinpoint lesions, hematoma and eschars are considered as symptoms/consequences of the event vascular compression (serious). Off label use of device and product preparation issue were only coded for formal reasons. A dilution of radiesse with saline solution for the injection into the zygomatic and temporal regions is no approved indication for radiesse in mexico. The IFU of radiesse warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. According to the physician, vascular compression (serious) due to vasospasm was suspected. In this case, no necrosis was reported, and the patient received comprehensive treatment with a resolving outcome. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible temporal and local relationship. This case is considered as serious with the serious event vascular compression because treatment was deemed necessary to prevent a permanent damage.